Event description:
Upon withdrawal of the powerglide pro catheter needle/guidewire from the patient, the needle tip safety mechanism did not deploy. Usually, there is a locking chamber that deploys to cover the needle tip. No patient harm occurred in this case. However, this led to an exposed needle tip when separating the needle from the IV catheter.